Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The reported device was not sent back to brézins for investigation but was repaired locally. The following information was provided "the technical error 01 was triggered due to a loose screw inside the device causing a motor rotation dysfunction. The screw was refitted and upon successfull checking, the device was sent back to use." Although we cannot confirm the root cause of this event by lack of evidence, a CAPA was opened to addressed a similar issue of loose screw by increasing the torque specification and an event was also opened in march 2021 to improve the process of control of this implementation. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Error 01 (motor rotation); screw had fallen out.